Event description:
The customer reported being at the emergency room due to low blood glucose of 114mg/dl. The customer stated that before dinner his glucose was 82mg/dl. The customer took a bolus and probably went down to 38-40mg/dl. An hour later his glucose was reading 56mg/dl. The customer ate an actual meal and about an hour his glucose raised to 176mg/dl. The customer stated that he might have not eaten enough or took too much insulin. The customer's recent glucose reading was 118mg/dl, and he has treated with food and glucose tablets. The customer was not connect while rewind/prime. Troubleshooting was performed. The programming, basals, and bolus wizard were correct. Advised the caller to remove the reservoir, and it was showing the same amount of insulin that the status screen shows. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube lip, cracked reservoir tube window and cracked case near all corners of display window noted during visual inspection.